Event description:
The complainant alleged that pt was being monitored when the device displayed an intermittent "electrodes off" message. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction. A subsequent incident occurred with this same unit on a different pt and was reported on medwatch # 1220908-2000-00063.